Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimates. Cold insulin had been used. Customer's blood glucose level was not impacted. Tandem technical support followed up with customer, they stated that an accurate fill estimate was received. Customer was satisfied.